Event description:
It was reported that cauterized the tip of the bronchovideoscope. The issue occurred at reprocessing of the subject device. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: h2, h3, h4, h6, h7, h9 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found the distal plastic end cover burnt. Based on the results of the investigation, the most probable cause of the complaint traced to expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.